Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address elevated metal ions, some osteolysis at greater trochanter, and blackened area on trunion of the stem. No pain, no loosening, and no delay to surgery reported. Doi: 2008, dor: (B)(6) 2021, right hip.